Event description:
Customer reported on a bravo ph capsule that failed to attach. The customer claimed the procedure went normally and when the delivery sys was removed the capsule ha come free. They retrieved the capsule with a snare. The pt was pediatric. The pt was not injured following the procedure.